Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps had insulation damaged in the first third and bent branches. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.0 mm offset at the tips. The grips were not found to have cracking damage.